Event description:
The dialyzer at the third use. Three hours into dialysis treatment in 2006, the patient complained of dizziness, headache and rashes on his arm and chest. Dialysis treatment was stopped and he was transported to ER. After that, the patient went into dyspnea and unconsciousness. Then he was transferred to i.c.u. After endotracheal intubation. Medical staff realized the sign of hemolysis after transporting to ER. Dialysis treatment every day and several blood transfusions were given. He showed the sign of recovery from hemolysis. But the patient died of blood clot to brain eight days later. According to the unit staff, blood was noted to be dark in color at initiation of dialysis treatment on the event day and continued to be dark and turning brown throughout the treatment. For subsequent hemolysis, it was noted that no cystocytes were seen (an indication of mechanical destruction). From these observations they do not feel the dialyzer is responsible for this adverse event.

Manufacturer narrative:
At 888 dialyzers of the lot w57m7v were delivered to the u.s., but no adverse event in this lot has been reported from other facilities. We investigated manufacturing and quality control records for this lot and surrounding lots, and found nothing unusual. The suspected product was available for our experimental investigation. After washing it, we checked the product. We found that a blood nozzle at the venous side was broken on the header level. We also found the sign of scratching from the blood tubing on the blood nozzle at arterial side. The particular blood tubing set (gambro, cartridge dehp free) was used during the hemodialysis treatment. From our observations of the breakage section, we assumed that the breakage of nozzle was caused by excess force when taking off the blood tubing after treatment. Also, the unit staff did not perceive the sign of hemolysis during hemodialysis. From information above, we do not presume that the breakage of nozzle caused hemolysis. We reported the similar incident to FDA (MDR no. 8010002-2005-00014). The particular blood tubing sets (gambro, cartridge dehp free) were used and hemolysis occurred in that case. According to maude, gambro has submitted 13 MDR reports for hemolysis related to the particular blood tubing sets since 2004. We have never been notified of broken nozzle with blood tubing made of soft polyvinyl chloride with dehp. Another incident of blood leak from hollow fiber occurred at the same facility by using the same lot of rexeed-18r. This event is filed on MDR (no. 8010002-2006-00010).